Event description:
It was reported that during the implant attempt of the lead the sensing and threshold measurements were "not good" after the lead was placed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).